Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that when the on/off button on their device is pressed and the device lid opens, there are no audible voice prompts. Without voice prompts, the device cannot be used on a patient, if needed. There was no report of any patient use associated with the reported issue.

Manufacturer narrative:
The customer was provided with a replacement device. The customer's device has not been returned to physio-control for evaluation.  The cause of the reported issue could not be determined.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. Physio determined that the cause of the reported issue was due to a failure of an integrated circuit chip, designator u17 from the analog pcb assembly. The ic chip had offset outputs which caused the issue of no voice.